Event description:
The customer called and reported he experienced low blood glucose of 35 mg/dl, and the insulin pump did not threshold suspend before he passed out, despite low blood glucose readings. At the time of this report, customer's blood glucose was 516 mg/dl. Troubleshooting was performed. Customer stated there were sometimes champagne sized bubbles in the insulin. The daily totals in the insulin pump were accurate and basal rates were correctly programmed. The reservoir showed the same amount of insulin as was on the status screen. Customer stated he had recently been under stress. The insulin pump was not exposed to any strong magnetic fields. Customer was advised to speak to healthcare provider regarding low blood glucose and to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.